Event description:
It was reported that during a stenting treatment procedure a stent dislodged. The target lesion was located in the iliac artery. An unspecified time during the procedure, a 7.0x20x75cm express ld stent dislodged inside the patient. No further patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).